Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm, blank display, and keypad anomaly. The customer stated that the insulin pump showed a pump error, started vibrating and blinking, the customer was unable to clear anything then it shut off completely. The customer had tried three batteries but still did not turn on. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did return after inserting the new battery. The customer reported while doing a pump rest the screen came back up but no input from the keypad. The buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.